Event description:
During an arthroscopic lateral epicondyle release procedure, the physician utilized a topaz microdebrider (ifs). It was reported the wand failed to irrigate intra-operative. The physician used an alternate wand (of the same lot) but experienced the same problem. A third wand (of a different lot) was opened to complete the procedure. Eventually, the physician began to experience an inability to irrigate via the topaz wand. The procedure was ultimately completed; however, the reported event caused a 30-minute surgical delay. No patient complications were reported as a result of this event.

Manufacturer narrative:
Reference manufacturer reports: 9019871-2012-00016 and 9019871-2012-00018